Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6) , ubd: 05-may-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the caller requested the code to permanently stop the pump. The caller stated they thought there was a catheter issue and the patient had only been getting saline in the pump for quite some time. The agent provided the password to shut off the pump. The hcp provided consent and confirmed that they understood by entering the pump off passcode the pump could never be restarted. It was also reported that the patient was in poor health.